Manufacturer narrative:
Weight: 101.9 kgs. Explanted date: device was not explanted. Occupation: mba, rn, bsn, clinical resource nurse. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was held overnight from the procedure the day before. When the patient was getting out of bed to get dressed, there was a pop and a lot of pain resulting in a large hematoma. Pressure was held for thirty (30) minutes. There was no surgical intervention required. Additional information was received on 09 mar 2023: the procedure performed prior to using the closure device was a left heart catheterization. The procedure outcome was successful. The procedure sheath size used was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram was performed. Access was obtained with ultrasound guidance. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was not achieved with the angio-seal device involved. The blood loss was less than 250cc's. The patient was in stable condition. No equipment or other devices were used with the device involved. The patient did not have a history of a bleeding disorder. The patient was on daily blood thinning medication, asa 324 mg, prior to the procedure, and eliquis 5 mg, last dose taken (B)(6) 2023 at 17:30. There was not multiple sticks performed to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick. It was above the inguinal ligament or the inferior epigastric artery. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an over-tightened suture resulting in a failed closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).